Event description:
Healthcare professional reported left side pain, rupture, "swollen," and "feeling abnormal when touching the implants."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side pain and rupture. The device has been explanted.